Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 8348993. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A small deformation was identified in safety shield of the returned device; this deformation impacted the tip shield's ability to separate from the catheter adapter. A subsequent review of the manufacturing stations was not able to identify any potential opportunities to create this non-conformance during the manufacturing process. The root cause for this complaint could not be determined at the conclusion of our review. H3 other text : see section h.10.

Event description:
It was reported that bd pegasus¿ safety closed IV catheter system had a needle retraction failure. This was discovered during use. The following information was provided by the initial reporter: it's found that needle retraction failure after safety shield activation.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd pegasus¿ safety closed IV catheter system had a needle retraction failure. This was discovered during use. The following information was provided by the initial reporter: it's found that needle retraction failure after safety shield activation.